Event description:
It was reported that during preparation for a knee replacement surgery a 1mm blade was placed into the handpiece and the blade broke. A second blade was tried with the same results. There was no adverse consequences related to this event.

Manufacturer narrative:
The device has not been returned to the MFR for an investigation. This report will be updated if the product is returned and evaluated.